Manufacturer narrative:
Revision surgery is planned to address a quad tendon/patella issue. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Revision surgery is planned to address a quad tendon/patella issue. Poly inserts will be exchanged during the procedure.